Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Arthur as, et al. J neurointervent surg 2019;0:1¿7. Doi:10.1136/neurintsurg-2019-014815. ¿the safety and effectiveness of the woven endobridge (web) system for the treatment of widenecked bifurcation aneurysms: final 12-month results of the pivotal web intrasaccular therapy (webit) study¿ adam s arthur, andy molyneux, alexander l coon, isil saatci, istvan szikora, feyyaz baltacioglu, ali sultan, daniel hoit, josser e delgado almandoz, lucas elijovich, saru cekirge, james v byrne, david fiorella, for the web-it study investi gators. Medtronic received the following report through literature review: one subject who underwent a reintervention with a pipeline embolization device on day 203 subsequently developed recurrent transient ischemic attacks, which were adjudicated as ¿ongoing¿ at the time of the 12-month clinical follow-up.